Manufacturer narrative:
(B)(4). The product was requested to return for manufacturers laboratory investigation, but was not yet returned. The investigation is still pending. A supplemental medwatch will be submitted when further information becomes available.

Event description:
They claimed to see shunted blood through the bottom of the oxygenator, it was dark. They did a blood gas to confirm and the pao2 at the top was 250 and at the outlet was 50. When increasing the fi02 from 70 to 100 the shunting stopped and pao2 went up. Also to note, they turned the sweep up for a short period of time and it went away giving a 100% arterial oxygenator saturation. Product was not exchanged. Patient was successfully weaned per plan, not due to oxygenator. (B)(4).

Manufacturer narrative:
The product was investigated in the laboratory of the manufacturer. By visual inspection a crack at the luer lock connector of the blood outlet connector and on the upper luer lock of the blood outlet side was detected. Both cracks were sealed for further testing. The product was tested for a potential leakage of the water side to the blood side (fiber fracture within membrane structure). A leakage was not confirmed. The product was tested with bovine blood for its o2-transfer rate, co2-transfer rate and pressure drop behaviour at maximum flow. The product was operating within the acceptance criterias and therefore passed the test. It was operating according to its specifications. Thus the reported failure could not be confirmed. The most probable cause of the incident is unknown. Based on these results and the information available at this time, the oxygenator in question operated within maquet cardiopulmonary specifications. Additional complaints will be opened for the cracks detected at the blood outlet connector and on the upper luer lock outer side in order to track and trend these failures. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time.

Event description:
(B)(4).